Event description:
This case was initially received via regulatory authority (reference number: mw5092602) on 10-feb-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pian in lower abdomen') in a female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menorrhagia ("very heavy and painful period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), dysmenorrhoea ("very heavy and painful period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), migraine ("migraines"), fatigue ("several fatigue"), alopecia ("hair loss"), arthralgia ("joint pain / hip pain"), myalgia ("muscle pain"), asthenia ("weakness"), rash ("unexplained rashes"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation"), back pain ("several lower back pain"), dizziness ("dizzy"), feeling abnormal ("brain fog"), memory impairment ("memory issue"), disturbance in attention ("concentration issue"), visual impairment ("vision problem"), palpitations ("heart palpitation"), arrhythmia ("arrhythmia"), hypertension ("high blood pressure"), anxiety ("severe anxiety"), tinnitus ("tinnitus"), inflammation ("inflammation nos") and allergy to metals ("nickel poisoning") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and heart rate irregular ("irregular heart beat"). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, arthralgia, myalgia, asthenia, rash, nausea, diarrhoea, constipation, back pain, dizziness, feeling abnormal, memory impairment, disturbance in attention, visual impairment, weight increased, weight decreased, heart rate irregular, palpitations, arrhythmia, hypertension, anxiety, tinnitus, inflammation and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, back pain, constipation, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, feeling abnormal, heart rate irregular, hypertension, inflammation, memory impairment, menorrhagia, migraine, myalgia, nausea, palpitations, rash, tinnitus, visual impairment, weight decreased and weight increased to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5092602) on 10-feb-2020. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pian in lower abdomen') in a female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), menorrhagia ("very heavy and painful period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), dysmenorrhoea ("very heavy and painful period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), migraine ("migraines"), fatigue ("several fatigue"), alopecia ("hair loss"), arthralgia ("joint pain / hip pain"), myalgia ("muscle pain"), asthenia ("weakness"), rash ("unexplained rashes"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation"), back pain ("several lower back pain"), dizziness ("dizzy"), feeling abnormal ("brain fog"), memory impairment ("memory issue"), disturbance in attention ("concentration issue"), visual impairment ("vision problem"), palpitations ("heart palpitation"), arrhythmia ("arrhythmia"), hypertension ("high blood pressure"), anxiety ("severe anxiety"), tinnitus ("tinnitus"), inflammation ("inflammation nos"), metal poisoning ("nickel poisoning"), headache ("headache"), amnesia ("memory loss") and motor dysfunction ("loss of motor skills") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and heart rate irregular ("irregular heart beat"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, arthralgia, myalgia, asthenia, rash, nausea, diarrhoea, constipation, back pain, dizziness, feeling abnormal, memory impairment, disturbance in attention, visual impairment, weight increased, weight decreased, heart rate irregular, palpitations, arrhythmia, hypertension, anxiety, tinnitus, inflammation, metal poisoning, headache, amnesia and motor dysfunction outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arrhythmia, arthralgia, asthenia, back pain, constipation, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, feeling abnormal, headache, heart rate irregular, hypertension, inflammation, memory impairment, menorrhagia, metal poisoning, migraine, motor dysfunction, myalgia, nausea, palpitations, rash, tinnitus, visual impairment, weight decreased and weight increased to be related to essure. Lot number: b60746, manufacturing date: 2013-08-08, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received. Reporter information added. Device removal surgery added for the event abdominal pain lower. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5092602) on 10-feb-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pian in lower abdomen') in a female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menorrhagia ("very heavy and painful period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), dysmenorrhoea ("very heavy and painful period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), migraine ("migraines"), fatigue ("several fatigue"), alopecia ("hair loss"), arthralgia ("joint pain / hip pain"), myalgia ("muscle pain"), asthenia ("weakness"), rash ("unexplained rashes"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation"), back pain ("several lower back pain"), dizziness ("dizzy"), feeling abnormal ("brain fog"), memory impairment ("memory issue"), disturbance in attention ("concentration issue"), visual impairment ("vision problem"), palpitations ("heart palpitation"), arrhythmia ("arrhythmia"), hypertension ("high blood pressure"), anxiety ("severe anxiety"), tinnitus ("tinnitus"), inflammation ("inflammation nos"), metal poisoning ("nickel poisoning"), headache ("headache"), amnesia ("memory loss") and motor dysfunction ("loss of motor skills") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and heart rate irregular ("irregular heart beat"). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, arthralgia, myalgia, asthenia, rash, nausea, diarrhoea, constipation, back pain, dizziness, feeling abnormal, memory impairment, disturbance in attention, visual impairment, weight increased, weight decreased, heart rate irregular, palpitations, arrhythmia, hypertension, anxiety, tinnitus, inflammation, metal poisoning, headache, amnesia and motor dysfunction outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, arrhythmia, arthralgia, asthenia, back pain, constipation, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, feeling abnormal, headache, heart rate irregular, hypertension, inflammation, memory impairment, menorrhagia, metal poisoning, migraine, motor dysfunction, myalgia, nausea, palpitations, rash, tinnitus, visual impairment, weight decreased and weight increased to be related to essure. Lot number: b60746, manufacturing date: 2013-08-08, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event headache, memory loss, loss of motor skills added and reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5092602) on 10-feb-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pian in lower abdomen') in a female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion disability), menorrhagia ("very heavy and painfull period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), dysmenorrhoea ("very heavy and painfull period ( feel like I am being stabbed by a knife or my insides are ripping apart)"), migraine ("migraines"), fatigue ("several fatigue"), alopecia ("hair loss"), arthralgia ("joint pain / hip pain"), myalgia ("muscle pain"), asthenia ("weakness"), rash ("unexplained rashes"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation"), back pain ("several lower back pain"), dizziness ("dizzy"), feeling abnormal ("brain fogg"), memory impairment ("memmory issue"), disturbance in attention ("concentration issue"), visual impairment ("vision problem"), palpitations ("heart palpitation"), arrhythmia ("arrhythmia"), hypertension ("high blood pressure"), anxiety ("severe anxiety"), tinnitus ("tinnitus"), inflammation ("inflammation nos") and metal poisoning ("nickel poisoning") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and heart rate irregular ("irregular heart beat"). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, migraine, fatigue, alopecia, arthralgia, myalgia, asthenia, rash, nausea, diarrhoea, constipation, back pain, dizziness, feeling abnormal, memory impairment, disturbance in attention, visual impairment, weight increased, weight decreased, heart rate irregular, palpitations, arrhythmia, hypertension, anxiety, tinnitus, inflammation and metal poisoning outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arrhythmia, arthralgia, asthenia, back pain, constipation, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, feeling abnormal, heart rate irregular, hypertension, inflammation, memory impairment, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, rash, tinnitus, visual impairment, weight decreased and weight increased to be related to essure. Lot number: b60746 manufacturing date: 2013-08-08 expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.